Event description:
Healthcare professional (hcp) reported injecting a patient with 3ml of juvéderm® voluma¿ with lidocaine in the ck1, ck4, and jw1. A few moments later, the patient stated they did not feel well and their eyes rolled back and the patient lost consciousness. Hcp and nurse assisted the patient onto their back and noted the patient "initially went stiff in [their] arms and jaw, and then there was no breaths, no pulse felt, no signs of life and eyes open and staring". Three rounds of CPR were performed by the hcp, assistant physician, and another clinic nurse while awaiting emergency services. Patient regained consciousness by the time emergency services arrived. Hcp noted the patient had satisfactory blood pressure levels and blood sugar levels. Patient was brought to the hospital where they were treated for a vasovagal and discharged the same day. Hcp does not believe the event to be product relates. Symptoms resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine in the ck1, ck4, and jw1. Immediately post injection, patient began to feel unwell, becoming "clammy, grey and lost consciousness resulting in a cardiac arrest," deemed not device related. CPR was performed by the hcp, assistant physician, and another clinic nurse while awaiting emergency services. Patient regained consciousness by the time emergency services arrived. Patient was brought to the hospital. Hcp does not believe the event to be product relates. Symptom resolution unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of cardiac arrest, deemed not device related is considered an unexpected adverse drug experience.